Event description:
Additional information was received that provocative testing was performed, and the right atrial (ra) lead noise was not reproduced. It was noted that a cardiac ablation was performed due to recurring atrial fibrillation (af), after the ablation no additional af episodes were detected.

Event description:
During a follow-up in clinic, automatic mode switch (ams), myopotential oversensing, and noise resulting in oversensing were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information was received that right atrial lead damage is alleged, but was unable to be confirmed.